Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was greater than 500 mg/dl with high ketones. Elevated bg was addressed with a bolus via the pump. Customer went to the emergency room (ER) for elevated bg. Customer was treated intravenously with fluids of saline and insulin. Customer was released from the ER 4 hours later on (B)(6) 2021 with the issue resolved and no permanent damage. Customer reverted to multiple daily injections for insulin therapy.